Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU) warns adverse events that may occur and / or require intervention include, but are not limited to; occlusion.

Manufacturer narrative:
Manufacturing evaluation results will be provided once they are completed. (B)(4).

Event description:
On (B)(6) 2015, the patient was treated for an abdominal aortic aneurysm rupture with gore® excluder® aaa endoprosthesis featuring c3® delivery system (rlt231416/13203142). The patient tolerated this procedure. Two follow-up computed tomography (CT)'s were taken in 2015 and showed good flow through the implanted endoprosthesis. It was reported on (B)(4) 2016, the patient presented for a follow up and one of the patient's legs did not have a pulse. Imaging showed the trunk of the rlt231416 had collapsed. On (B)(6) 2016, the physician choose to intervene, and an endurant aortic cuff (non-gore device) was implanted. The procedure was successful in opening up the trunk and the patient tolerated the procedure.